Event description:
The customer reported the unit had been in use for approx 10 to 15 mins. The therapist reportedly noted the pt's spo2 dropped. It was observed that the ivent stopped ventilating, and there was no alarm. The pt was manually ventilated. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.